Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hearing intermittent beeping and questioned whether it was from the device. The patient also reported, he is feeling fine. The beeping was due to the therapy alert being off. The device was reprogrammed and there was no indication of device malfunction or failure. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.